Manufacturer narrative:
Failure analysis noted that the pump was received with motor error alarm during rewind due and motor position encoder error alarm confirmed in history file to motor encoder signal out of phase. Analysis was unable to perform displacement test due to motor error alarm. The pump had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 190 mg/dl. Father states the pump was exposed to a high magnetic field, during MRI. He states she is able to rewind the pump. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.